Manufacturer narrative:
(B)(4). Concomitant medical products - delta cer fm hd 032/-4.0 12/14, item 650-0833, lot 2018050638, therapy date - (B)(6) 2018, oxf twin-peg cmntd fem sm PMA, item 123952ha, lot 6311121, therapy date -(B)(6) 2018. Report source, foreign - event occurred in (B)(6). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-01124 and 3002806535-2018-01125.

Event description:
There were no complication during surgery, loosening was found on x-ray. Revision was performed due to loosening.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays provided. Device history record (DHR) was reviewed and no discrepancies were found. Dislocation of the ceramic head from the acetabular shell and liner was confirmed, however further information such as surgical notes, full-hip radiographs and patient bmi and activity level would be required to determine the root cause and contributing factors for the reported failure. Loosening was also reported in the complaint description, but could not be confirmed with the available information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip replacement surgery and subsequently the patient was revised due to dislocation.